Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the sigmoid colon during a colonoscopy and biopsy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the clip was deployed; however, the clip failed to release from the catheter. Eventually, the clip was released after opening and closing the delivery spool. The procedure was completed with another resolution 360 clip and two non-bsc clips. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.